Event description:
Company representative reported "upon opening inner seal or implant the paper lid did not come off easy, fibrous filaments were left around the rim." The device was not implanted.

Manufacturer narrative:
Lab evaluation of packaging: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed delamination on the lid. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform sticking.

Event description:
Company representative reported "upon opening inner seal or implant the paper lid did not come off easy, fibrous filaments were left around the rim." The device was not implanted.

Event description:
Company representative reported "upon opening inner seal or implant the paper lid did not come off easy, fibrous filaments were left around the rim." The device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported "upon opening inner seal or implant the paper lid did not come off easy, fibrous filaments were left around the rim." The device was not implanted.

Manufacturer narrative:
This record concerns the tyvek/thermoform sticking on the packaging, and is reporting the packaging issue. No issue with device as it was not implanted and discarded as a precaution. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: tyvek or thermoform sticking: observed lid delamination on the photos attached. No additional observations are performed. A further investigation has been requested for the event of lid delamination tyvek or thermoform sticking. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1189313 were released in accordance with abbvie¿s procedures and there were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory by photos was observed lid delamination and the workmanship has relation to reported complaint. A review of the current risk documents was performed, and the event of difficult to open packaging (lid delamination) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Additionally, tr-2022-0000018 was opened to perform an exploratory study to evaluate the impact of dry heat sterilization cycles on packaging seal strength. Also, pra 629267 was opened to preventively analyze this event. During the trend review of all lid delamination complaints for gel breast implants for the period of apr 2022 through mar 2024, was noted 1 outlier in february 2023. The additional analysis performed shows that all results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the lid delamination event, so, no additional actions are deemed required at this time. The issue with lid delamination will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Company representative reported on behalf of healthcare professional "upon opening inner seal or implant the paper lid did not come off easy, fibrous filaments were left around the rim." Device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d9, h4.